Event description:
It was reported that the pump may have been ¿faulty¿. Per an oncologist, the patient was experiencing ¿weird symptoms¿ that were ¿extremely suspicious¿. The patient was in the intensive care unit (ICU).

Manufacturer narrative:
(B)(4).